Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a physician. This case concerns 2 patients with unknown demographics who received treatment with synvisc one and device malfunction was identified for the reported lot number, after unknown latency had hot swollen knees (swelling of knees and joint warmth). No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in (B)(6) 2017, the patients initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021 and expiration date: unknown). Since an unknown date, after unknown latency device malfunction was identified for the reported lot number. On an unknown date in (B)(6) 2017, after unknown latency the patients had hot swollen knees. Action taken: unknown. Corrective treatment: not reported for all the events . Outcome: unknown for all the events. Seriousness criteria: important medical event for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns two patients who has received synvisc one injections from the recalled lot and later had hot swollen knees. The event is temporally related with the device. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.